Manufacturer narrative:
Concomitant medical products: 6944-65 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had low impedance and high thresholds. The lead was reprogrammed and continues to be monitored, remaining in use. No patient complications have been reported as a result of this event.